Manufacturer narrative:
As of (B)(6) 2019, when the complaint analysis was completed, the following additional information was received; as of the (B)(6) 2019 the patient was reported to be stable and still vented. A review of the case was completed by creganna medical clinical consultant; (B)(4) md msec mba, the following is her review of the case "there is not a great deal of clinical information provided. Since this event occurred shortly after sheath insertion and in the abdominal aorta, not the iliac, it is most likely a sheath related event. No information about the presence of aortic disease or toruosity is provided or whether there was any difficulty advancing the sheath. It is however an expected event and as best I can tell there was no manufacturing issue related to the sheath itself". This aligns with the findings of "known inherent risk of device" as identified through the investigation. The complaint reported classification has been assigned as lotus - patient - vessel perforation. The product was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore, the as reported classification ( lotus - patient - vessel perforation) cannot be confirmed. Following the investigation conclusion, the compliant analysed classification is assigned as lotus - product not returned - complaint unable to confirm. Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer sheath device. There is no indication of a potential processing or design failure associated with this complaint. This complaint has been escalated to the quality management team, as this complaint is reportable. A review of the manufacturing documentation could not be executed as the lot number is unknown. The distributor (bsc) have reached out for more information i.e. Batch number, upn and customer sap number. A ship history report brought up the following three batches shipped to (B)(6) hospital: 500000002855, 500000002845, 500000002746. A review of the manufacturing documentation for lot# 50000000285, 500000002845 & 500000002746 and all of their subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. 314 units from the lot number 500000002855 were shipped to boston scientific - ep, EU distribution center, boston scientific, (B)(4) on (B)(6) 2019. 370 units from the lot number 500000002845 were shipped to boston scientific - ep, EU distribution center, boston scientific, (B)(4) on (B)(6) 2019. 342 units from the lot number 500000002746 were shipped to boston scientific - ep, EU distribution center, boston scientific, (B)(4) on (B)(6) 2019. A similar trend review could not be executed as the lot number is unknown. This complaint is reportable. A request for a ship history to be completed has been initiated by creganna medical. Once received, this will be reviewed, and the report will be updated accordingly in case it changes the conclusions. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, the complaint ( lotus - patient - vessel perforation) could not be confirmed. The probable investigation conclusion code assigned to this complaint is 'known inherent risk of device. The definition of known inherent risk of device is: 'reported adverse event known and documented in the labelling (including both short or long term known complications or adverse reactions)'. Vessel perforation (dissection) is a procedural complication and is a known physiological effect of the procedure as noted within the instructions for use (IFU). There is no evidence of a potential processing, design or use failure associated with this complaint. Based on the above conclusion, no further escalation or corrective action is required at this time. (B)(4).

Event description:
Event description: it was reported that: they put the sheath in to put the intention of putting the valve through it. The patient blood pressure began to drop and then they assessed, there was a perforation in the part of the abdominal aorta, and then the team fixed that. The patient had surgery, 18 units of blood transfused, open abdominal resection and it was still not awake. He has not passed away yet. Procedure was not completed. They converted an open repair of his peripheral anatomy. They did not complete the tavr. Record ID: (B)(6), related product upn #: (B)(4), related product batch/lot: no value found. As per reported classification: patient vessel perforation.